Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the responded position was misaligned with the touched position on the touchscreen. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) observed the issue during pm. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The touchscreen was returned for failure investigation. The touchscreen was tested, and no failures were identified.